Event description:
It was observed that during the device evaluation, the flex deflectable videoscope exhibited a peeled adhesive around the objective lens. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found a chipped adhesive on the bending section cover, a cracked video connector case, a loose venting connector of the light guide connector, and the bending section couldn't be fixed firmly due to damage on the lock engagement lever. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated fields: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event was caused by stress from use, external factors, or handling. The event can be detected and prevented by handling the device in accordance with the following section of the instructions for use: "chapter 3 preparation and inspection 3.3 endoscope inspection." Olympus will continue to monitor field performance for this device.